Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. The 1.5mm x 40mm x 150cm coyote balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 14 atms. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote balloon catheter with a hoop and a stopcock attached to the hub. The catheter was visually and tactilely inspected and no damage or irregularities were found. Microscopic examination of the balloon did not reveal any tears or damage. Functional testing was performed using an inflation device filled with water connected to the inflation port. The device was inflated to 14 atm for 5 minutes. The catheter maintained pressure and there was no indication of any leaks or other irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4.)

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. The 1.5mm x 40mm x 150cm coyote balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 14 atms. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and patient's status was good.